Event description:
It was reported the basket of this retrieval basket detached. Follow up indicated, no further details regarding the circumstances surrounding this event are available. This device is routinely used for therapeutic stone retrieval. There were no patient complications.